Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen, and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded and at 4mm from the tip of the device there was a longitudinal tear for a length of 11mm. Product analysis confirmed the reported event, as the device had a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed in the usual way and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed in the usual way and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient was in good condition after the procedure.